Event description:
Customer reported that when pre-flushing the power PICC solo catheter during placement on (B)(6) 2023, black matters were flushing out of the catheter. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of foreign material was confirmed; however, the root cause was not identified. The product returned for evaluation was a ball of gauze. A small black piece of material was placed on the gauze. Microscopic inspection of the material revealed a glossy fibrous object with a tapered shape. The object was brown in color. Also received were two photographs which appeared to depict the complaint sample. The first photograph depicted the implicated catheter within its plastic tray. A small object that appeared consistent with the material on the gauze was visible in the tray distal of the catheter tip. The second photograph depicted a closer view of the object, apparently after it had been placed on the gauze on which it was returned for evaluation. While material was observed, the source of the material could not be identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that when pre-flushing the power PICC solo catheter during placement on (B)(6) 2023, black matters were flushing out of the catheter. No other information was provided.